Event description:
It was reported that during a routine device change-out due to normal eri, the lead could not be unscrewed even after multiple attempts. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the lead being unable to be unscrewed was confirmed in the laboratory. The cause was due to silicone septum material found inside of the lv ring and lv tip set screw hex cavities. The silicone prevented full insertion of the torque drive into the hex cavities and prevented the set screws from fully disengaging and allowing the lead to be removed from the header.